Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. On interrogation, it was noted that this implantable defibrillation lead exhibited a single high out of range pacing impedance measurement. Measurements have been stable in the 350 - 450 ohm range and there was no evidence of noise. It was also noted the patient paces less than 1% in the right ventricle. Boston scientific technical services (ts) recommended continued monitoring. No adverse patient effects were reported.